Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s scs device ¿doesn't work¿ and that the implant can't be charged. The patient reported that the ins recharger (insr) will not talk to the device. The patient reported that the issues began after a hysterectomy that they had in nov 2017 where unipolar and monopolar electrocautery was used. The patient was instructed to make an appointment for a possible jump start. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wasn't sure which side they put the ground plate in when the electrocautery was done. The patient wasn't sure if that's why the stimulator wouldn't charge anymore, or if she allowed the stimulator to discharge. The patient repositions the recharger antenna, but she still got poor communication. The patient had an appointment with her healthcare provider (hcp), but she missed the appointment. The patient was going to call the hcp back to reschedule. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the electrocautery did not, to the patient's knowledge, affect the system. It was reported that the system was overdischarged. The patient met with a manufacturer representative on (B)(4) 2018 and the ins was charged. The ins was reprogrammed the following thursday and the issue was resolved.